Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect stat high sensitive troponin-I results for one patient. The customer noted that sid (B)(6) was run on march 31. This instrument gave 27.4 whereas the other instrument gave 36.6. The sample was rerun on this instrument and was 30.2. The customer uses the normal patient range <30. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed multiple troubleshooting procedures, and replaced the arc, probe (list number 08c94-47), which resolved the issue. A review of service history for the arc i2000sr inst serial number (B)(6) revealed no additional tickets related to erratic or discrepant patient results reported for(B)(6), nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the arc, probe (08c94-47) did not identify any trends. Review of tracking and trending for the arc i2000sr inst serial number (B)(6) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc, probe (list number 08c94-47) or the arc i2000sr inst serial number (B)(6) was identified.